Event description:
In 2000, an exploratory laparotomy due to colon carcinoma with colostomy was performed. Pt underwent radiation therapy. Later in 2000 an exploratory laparotomy with sigmoidectomy and colostomy with panacryl sutures used. In the next month, the colostomy was closed. In 2001 pt underwent exploration of abdominal wall incision due to poor healing. It was reported that the findings are consistent with reaction to panacryl.